Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed positioning during use could not be replicated in a testing environment as it is related to patient anatomy/procedural operational circumstances. The reported physical resistance / sticking could not be replicated in a testing environment due to the device returned condition (sgc shaft was kinked/flush port luer was broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance and difficult or delayed positioning. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the steerable guide catheter (sgc) difficult to position. One clip was implanted. To further reduce mr, an xtr clip was inserted, but after several capturing attempts, tissue damage was observed on the leaflets. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the steerable guide catheter (sgc) difficult to position. One clip was implanted. To further reduce mr, an xtr clip was inserted, but after several capturing attempts, tissue damage was observed on the leaflets. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.